Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500 model: sc-8436-50 serial: (B)(6). Batch: 7093007 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 36655650 UDI: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and would rapidly come on at unwanted levels that startled the patient and made his legs stiff and caused him to go to the emergency department. The leads had high impedances that fluctuated between green and red during different positions. The patient underwent a spinal cord stimulator (scs) replacement procedure. The explanted products will not be returned per hospital policy.